Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the wire lumen, and the device was bloody upon return. The tip, balloon, markerbands, inner/outer shaft, proximal bond and hypotube were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, a burst (stretched/perforated) in the outer shaft material that was located 25 mm from the tip of the device, inner shaft damage (flattened) for 6 mm inside of the burst area, and tip damage (misshapen). Inspection of the remainder of the device revealed no other damage or irregularities. While the balloon was intact, the shaft material had burst. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.